Event description:
One day post transfemoral aortic valve replacement, the patient experienced significant bradycardia, with symptoms of lightheadedness and dizziness. A permanent pacemaker (ppm) was placed that evening.

Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing the tavr procedure to facilitate rvp and accurate valve deployment. It is not uncommon for patients to have short, reversible episodes of heart block or arrhythmias following the procedure. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. In this case, a ppm was placed. The cause of the bradycardia cannot be confirmed; however, in addition to the procedure itself, it is possible that the patient's underlying heart disease could have caused or contributed to the event. Review of the patient's medical records reveals the patient had a complicated postoperative course including dyspnea, anemia and debilitation, with increased pitting edema and pulmonary effusion. After a long stay in the hospital, the patient was seen by the palliative care team with the family members present, and they all agreed that the patient should go back home with hospice and to keep the patient comfortable. The patient also had shortness of breath; this was secondary to volume overload with loculated pleural effusions likely secondary to valvular insufficiency. The patient ultimately passed away 5 days after discharge to hospice, which was 44 days post procedure. The cause of death is unknown at this time and there is no evidence at this time that the patient's death was related to the function of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing the tavr procedure to facilitate rvp and accurate valve deployment. It is not uncommon for patients to have short, reversible episodes of heart block or arrhythmias following the procedure. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. In this case, a ppm was placed. The cause of the bradycardia cannot be confirmed; however, in addition to the procedure itself, it is possible that the patient's underlying heart disease could have caused or contributed to the event. Review of the patient's medical records reveals the patient had a complicated postoperative course including dyspnea, anemia and debilitation, with increased pitting edema and pulmonary effusion. After a long stay in the hospital, the patient was seen by the (B)(6) team with the family members present, and they all agreed that the patient should go back home with hospice and to keep the patient comfortable. The patient also had shortness of breath; this was secondary to volume overload with loculated pleural effusions likely secondary to valvular insufficiency. The patient ultimately passed away 5 days after discharge to hospice, which was 44 days post procedure. After multiple attempts to obtain additional information regarding the patient death, no new information has been received. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.